Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2007. On a week later, the surgeon saw the patient in her office and the patient complained of abdominal pain and discomfort. The patient was placed on antibiotics.